Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the impella was found to be in papillary muscle. It was reported the impella had been confirmed to be placed well with fluoroscopy, but during a repeat echocardiogram found the impella cp to be in the papillary muscle and appeared to be moving up and down in a jig motion. Abiomed support staff recommended repositioning the pump as it could slip out if not repositioned. The doctor is aware but did not want to reposition and declined the recommendation. The abiomed support staff recommended to decrease the p level to decrease the possibility of hemolysis. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
A.5 race is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.